Event description:
Reportedly, the patient arrived for unscheduled follow-up due to palpitation and subsultus. The device was found in standby mode and has been re-initialised and re-programmed after. During a second follow-up on next day, the interrogation showed normal function.

Event description:
Reportedly, the patient arrived for unscheduled follow-up due to palpitation and subsultus. The device was found in standby mode and has been re-initialised and re-programmed after. During a second follow-up on next day, the interrogation showed normal function.